Manufacturer narrative:
The referenced of the patient's driveline power fault alarm in (B)(6) 2021 was reported under MFR# 2916596-2021-01388 the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) for driveline power fault alarm. The patient had a reported history of this issue march 2021. The log file submitted revealed that power a was broken versus the prior log file showed power line b caused the driveline power fault. The patient felt well clinically. Examination of the driveline showed there was an area near driveline exit site that was "looser" than other parts of wire indicating a recurrent bend (no damage to external cord visible). Patient reported waking up with driveline bent in that area. The event log captured the driveline power faults starting (B)(6) 2021 at 0610 and continued for the remainder of the log file. The file did not capture any speed drops below the low speed limit (lsl) or pump stops so the driveline faults were not interfering with pump support. X-ray submitted of driveline showed no obvious fracture. The patient¿s modular cable and system controller was exchanged, however during the modular cable exchange, there was some difficulty making connections to the new modular cable. Alarms resolved after exchange. On (B)(6) 2021, the patient presented with yet another driveline power fault alarm starting around 11:42am. Alarm was extended silenced. On (B)(6) 2021, the patient reported a power fault alarm starting around 00:05am. Additional log file submitted confirmed driveline power faults on (B)(6) 2021 due to power b line. There were no speed drops below the low speed limit (lsl) or pump stops so no loss in support. On (B)(6) 2021, after conducting a site visit, clinician learned that the coordinator would like to replace the modular cable that was replaced on (B)(6) 2021 after technical services conducted an on-site cleaning. The hm3 (heartmate 3) driveline connector was cleaned and thus far there had been no further driveline power fault events. The patient was doing fine and was to be discharged on (B)(6) 2021. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable revealed areas of corrosion consistent with fluid ingress within the in-line connector. A specific cause for this finding could not be conclusively determined through this evaluation. The observed corrosion would have contributed to the driveline power fault alarms confirmed through the submitted log files. In addition, the reported modular cable connection difficulty could not be confirmed through this evaluation; however, the account attributed this difficulty to corrosion. It was reported that the patient reported to the emergency department (ed) multiple times due to driveline power fault alarms caused by both the power a and power b lines. During the recommended modular cable exchange there was some difficulty connecting the new cable due to corrosion. The heartmate 3 modular cable was returned in used condition. There was no evidence of damage to the outer jacket. The controller connector appeared unremarkable. The in-line connector showed green residue on and around the pins, which appeared consistent with fluid ingress. The two o-rings were properly seated in their respective grooves. The modular cable was tested to evaluate the functional integrity of its wires and passed electrical testing without issue. The modular cable was used to operate a test pump on a mock circulatory loop, and the system functioned as intended with no notable alarms. Although the observed corrosion would have contributed to the reported alarms, the alarms could not be reproduced through the evaluation of the returned modular cable alone. This appears consistent the report that the alarms returned after the modular cable exchange. It was later reported that the alarms resolved after an abbott representative was on site to evaluate and clean the heartmate 3 driveline connector. The patient was discharged and remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) warns to keep connectors clean and dry and away from water or liquid. Furthermore, the patient handbook contains a section on showering and instructs the patient to never submerge the driveline or other system components in water or liquid. The patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The IFU and patient handbook explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. The relevant sections of the device history records for the returned modular cable, lot number 7210197 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 2 entitled ¿system operations¿ describes how to replace the modular cable. Section 5 entitled ¿surgical procedures¿ warns: ¿keep connectors clean and dry and away from water or liquid. If the connectors come into contact with water or liquid, the system may fail to operate properly or you may get a serious electric shock.¿ section 6 entitled ¿patient care and management¿ explains how to clean and care for the driveline. Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. This section also advises not to immerse equipment in water or liquid. The heartmate 3 lvas patient handbook is also currently available. Section 4 entitled ¿living with the heartmate 3¿ contains a subsection on showering. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-03479, 2916596-2021-03019.